Manufacturer narrative:
The device was not returned for evaluation. The complaint was able to be confirmed based on images provided from the customer. The root cause is determined to be a fit issue with the plastic tubes, where they were able to move down to the activation tip and prevent activation. Root cause is manufacturing error. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "we would like to inform you of a non-compliance issue encountered on (B)(6) 2025, for one of our customers concerning one of your products. The reported anomaly is as follows: thermocutter malfunction observed on three devices used successively from the same batch."